Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sample date: feb 06, 2024 sampling from: unknown cfu>80cfu/100ml bacterial identification: moraxella osloensis, staphylococcus warneri sample date: feb 15, 2024 sampling from: unknown cfu:>80cfu/100ml bacterial identification: unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sample result date: mar 21, 2024 sampling from: all channels cfu : 2 cfu/endoscope bacterial identification: coagulase-negative staphylococci the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for less than 25 colony forming units (cfus) per 100 milliliters (ml) of the following indicator microorganisms; salmonella spp, citrobacter freundii, escherichia coli, enterobacter spp, klebsiella pneumoniae, hafnia spp, edwarsiella spp, serratia spp, proteus spp, morganella morganii, providencia spp, yersinia spp, shigella sp., enterococci, pseudomonas aeruginosa and other pseudomonas, stenotrophomonas maltophilia. Acinetobacter sp., staphylococcus aureus. Candida sp and filamentous champignons. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.